Event description:
The physician attempted arteriotomy closure with the closer device following a diagnostic procedure. The puncture was in the common femoral artery above bifurcation with perfect landmarks. After deployment, the physician found the foot would not retract into elbow after lever was returned to the rear position. Suture was cut free from the device once because the physician was unable to remove sheath from groin, and it was still impossible to remove the device. The phyisician tried opening and closing the foot, scooping toward head but to no avail. The pt was administered lidocaine with epinephrine in event of vessel spasm and taken to surgery. A vascular surgeon removed the device and found tissue caught around the foot. The foot would not shut even after surgical removal. The pt recovered without further injury.